Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that while the customer was in the hospital, a nurse was unable to apply the adc device. Due to this, the customer experienced a loss of consciousness and received treatment of glucose gel administered by a healthcare professsional. There was no report of death or permanent injury associated with this event.